Manufacturer narrative:
(B)(4). The customer was provided with a replacement device.  After additional investigation by physio-control, the cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Event description:
It was originally reported that the customer's device had a service indication and logged multiple event codes.  The customer, a biomedical engineer, cleared the event codes from the device's memory but then the device would not power off when prompted.  There was no patient use associated with the reported event.  Based on the information available at the time, physio had determined that the reported issue was not likely to cause or contribute to death or serious injury because there was no indication that the device was unable to power on, charge and shock.  After additional investigation by physio-control, the cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).